Event description:
It was reported that the patient experienced arrhythmia, headache, and nausea due to an unknown malfunction of the pacemaker. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: the correct data in field e2, e3, and e4 should have been "yes, physician, and no information", rather than "no, non-hcp, no". The correct report source should have been: foreign, consumer, healthcare professional, use facility, rather than "foreign, consumer, and use facility" only.

Event description:
New information received noted that the patient remained in stable condition and there was no alleged malfunction with the device.